Event description:
The customer reported that the system displayed control panel and communication failure error messages at boot up. These error messages are likely to prevent the system from booting up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ribbon cables and ic chips on the control panel circuit board were reseated. The system was then found to be operating as intended.